Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was torn or punctured. The hose assembly was replaced, and additional preventative maintenance was also performed. The device was returned to the user facility.

Event description:
It was reported during testing at the MFR that the hose had a hole in it. There was no pt involvement and no adverse consequences associated with this event.